Event description:
Additional information was received that x-rays were taken but will not be sent in to the manufacturer for review. There was no reported manipulation or trauma.

Event description:
It was initially reported that the patient had high impedance (dcdc=5). The physician is suspecting a lead discontinuity or fibrosis between the nerve and lead. The patient also recently had a generator replacement so an incomplete lead pin insertion cannot be ruled out. The patient had generator and lead replacement. Good faith attempts for more information and product return have been unsuccessful to date.